Event description:
Patient self tester's son called alleging discrepant low inratio reading. On (B)(6) 2012 inratio: 2.6, lab: 5.6. Time between testing one hour. Patient self tester's coumadin decreased on (B)(6) 2012 because of poc inr result of 5.6 at the doctor's office. Taking other long term medications with no changes in dose. Customer did not provide full medication list. Patient self tester was not hospitalized but went to doctor's office on (B)(6) 2012 because of severe nose bleed for 12 hours. Obtained inr of 5.6 on doctors meter at the doctor's office, and decreased coumadin medication because of 5.6 result.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the result variance; (B)(4). Discrepant result (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.6, reference: 5.6, mean: 4.1, confidence: 2.3, limits: 5.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported multiple technique issues: difficulty obtaining necessary sample volume to perform testing, milking patient finger in the attempt to collect sufficient sample for test, adding more than one drop of sample to test strip, and applying sample to the strip >15 seconds following fingerstick. Any of these technique issues may be root cause. In-house therapeutic donor testing has been performed on reported lot 281266 on (B)(4) 2012. Results as follows: donor 1 and 2: inratio: 2.9, 2.2, inratio: 2.7, 2.3, inratio: 2.8, 2.3, reference: 2.75, 2.12, bias threshold: 1.75- 3.75, 1.12- 3.12, %cv: 3.57, 2.55. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary.